Event description:
Pyrenees plate broke approximately 24 months post-operatively. Patient initially did not warrant revision but was eventually revised.

Manufacturer narrative:
The patient was revised with another pyrenees plate and vikos. The plate was reportedly retained by the patient and therefore not available for analysis. X-rays were reviewed and a general review of all manufacturing and inspection records was performed. No contributing information was found.